Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The rash was described as broken out hives all over and more severe irritation on her back under one of the electrodes. The patient consulted her physician who prescribed a medication. Follow-up indicated that the rash was clearing up with use of the medication.